Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was reported that the water filter failed to have been replaced correctly, it was likely due to failure to follow the instruction from the user manual. However, a definitive root cause of the subject event was unable to be specified. This issue is addressed in the instructions for use (IFU): regarding instructions, operation manual for oer-4, chapter 7 ¿routine maintenance¿, section 7.2 ¿replacing the water filter (maj-824)¿, the water filter failed to have been replaced correctly. The water filter failed to have been replaced in accordance with a frequency of at least once a month which was recommended in the instruction manual. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus personnel reported on behalf of the customer that the evis lucera gastrointestinal videoscope was incorrectly reprocessed. It was discovered that the water filter had not been replaced and the water supply pipes had not been disinfected when not in use for a long period of time. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).